Event description:
Related manufacturer reference #: 3006705815-2019-02252-2019-02251. Follow-up information revealed the patient has effective therapy and the issue is resolved.

Event description:
Related manufacturer reference #: 3006705815-2019-02252-2019-02251. It was reported the patient underwent surgical intervention wherein the octrode leads were explanted. A laminectomy was performed. The physician then placed a single paddle lead.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference #: 3006705815-2019-02252-2019-02251. It was reported the patient's scs system was not working due to lead migration. X-rays revealed the leads had pulled out to the epidural space. As, such, the patient will undergo surgical intervention as the next course of action.